Event description:
The technician reported the brakes will set but do not hold. The bed was located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake casters are worn due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.